Event description:
It was reported that the tubing of the solution set with duo-vent spike had separated from the y-set. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.